Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and it was noted that the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly. It was also noted that the inner insulation was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during the implant attempt, the lead helix would not extend out of the lead tip. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.